Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had an e315, non-compatible scope, error. The issue was found during reprocessing following a diagnostic bronchoscopy. The same device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the e315 incompatibility error was reported due to an immersed scope connector and internal board. There was an electrical continuity error due to water invasion. Additionally, the instrument channel tube had serious leakage, the scope connector was immersed and corroded, and the internal board of the scope connector was corroded, the control section was corroded, and the switches were only working occasionally. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.